Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead exhibited appropriate measurements through the pacing system analyzer (psa). When the ra lead was connected to the pacemaker, impedance measurements greater than 2,000 ohms were noted. As a result, the lead was explanted and replaced. The device remains implanted with appropriate measurements with the new lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. It was confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.